Event description:
On (B)(6) 2015 osteomed was notified of an experience concerning the 6mm chin plate (p/n 210-0042). Per the distributor, the physician performed an osteotomy on a patient with the 2.0x6mm chin plate and four (4) standard screws. During the post op visit, it was observed that the plate was twisted. The plate was explanted on (B)(6). The screws were completely attached to the bone.

Manufacturer narrative:
The root cause of this complaint is related to manufacturing. The visual inspection of the returned plate indicates no signs of deformation where the 90° bend was applied and then reversed. The initial crack along the top left segment of the plate and the outward bend of the bottom segment screw holes are indicative that the plate body may have rotated after implantation, consistent with the surgeon's reporting that the plate had "twisted" at his post-operative follow up. However, the visual evidence indicates it is more likely that the plate was never bent to the specification to have a 90° top segment bend. The review of the dhrs for the finished lot and the supermarket lot did not identify any non-conformances with lot release. The review of complaints shows that no additional complaints have been received for this device in over five (5) years. The review of ncrs did not identify any internal non-conformances within the last four (4) years. The review of the 2.0mm orthognathic system risk management file shows that device failure has an overall risk level score of "low". The review of syteline shows that there are no more lots of this implant available. This issue will be monitored through routine trending. Qa note: during an audit of MDR submissions, we identified that there was an error on the follow-up report that prevented upload to maude. Therefore, this report is being re-submitted. Date of original update report: 06/21/2016.